Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, lesion with 90% stenosis in the distal left anterior descending (lad) artery. Pre-dilatation was performed and the 2.5 x 18mm rx xience xpedition drug eluting stent (des) system was prepped per the instructions for use without any issue noted. The device was advanced without resistance to the target lesion. During the first inflation, the balloon of the xience xpedition stent system ruptured at 10 atmospheres. Expansion of the stent implant was confirmed by angiography. The stent system was withdrawn from the patient anatomy without resistance and post dilatation was performed as standard procedure with a non-abbott balloon catheter. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.